Manufacturer narrative:
If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, during handling, the preloaded intraocular lens (iol) device had loading issue. Account indicated that the device 'started crunching' when it was being turned and it seemed misaligned. There was no patient contact with the device. No further information was provided.

Manufacturer narrative:
Section b5: additional: subsequent follow up information received from the surgery center revealed that it was a loading issue and does not believe the lens was damaged. Section h6: correction: medical device problem code should have indicated 2522 - failure to align, instead of 1069- break in the initial report. Section h6: additional: medical device problem code: 2524 - failure to advance. Upon reviewing the complaint folder, there was no damage that was reported against the lens as such. This was also confirmed through the additional information from the facility. Based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 3012236936-2022-01702. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.